Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an sensation micro oval snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the snare would not retract after being opened inside the patient's colon. It was reported that the handle could not be actuated fully. The device had been completely uncoiled prior to use and no bends or kinks were noted in the plastic sheath. The device was removed from the patient without issue, and the procedure was completed with another sensation micro oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.